Event description:
Ci implanted (B)(6) 2021 activation (B)(6) 2022 post op (B)(6) 2022- I advised dr. (B)(6) of the following symptoms: pain where the implant is (not horrible just noticeable) shooting pain on the both sides of my neck (stabbing. Not constant but occasionally) hearing mechanical noises from my left ear occasionally I will hear a loud buzz out of my left ear that will make me jump awake (kind of like a shock) tingling across my face and it sometimes feels like the twitching I had when we tried the leads that are turned off. A fullness between my ears that makes my head feel like it's about to pop like a balloon. Experiencing dry mouth and loss of taste I know these are kind of random but I wanted to get your thoughts on the above. Also told him I heard jingling in the back of my head and he documented it as "clicking" and that's all he documented. Long story short 2022 - I was told that my eyes weren't working together so I was in vision therapy that year. 2023 - I sent a portal message to (B)(6) (audiologist) some of my symptoms so they were documented. Shortly afterwards the portal message dr. (B)(6) called me and I told him I needed this implant out or I needed it to work. It was burning by the implant and my head just hurt, and it was not a migraine. Dr. (B)(6) was brought into program this "difficult" programming I stopped going because it was making symptoms worse. I called cochlear americas multiple times finally after begging them they referred me to a different audiologist at (B)(6), 2024, who found out that the processor was programmed outside the cochlear guidelines, which was sent to cochlear that day. (B)(6) found out the inflammation in my head was what she would expect right after implantation. (B)(6) 2024 the implant was removed and it was never implanted into my cochlea. Dr. (B)(6) ignored my symptoms telling me "I don't treat symptoms and once implanted for life" cochlear americas did nothing until 2024 and won't give me my phone transcripts. If you heard the desperation in my voice. As soon as it was explanted, I immediately felt better but all of my cranial nerves were inflamed. A year later I'm still having trouble with my memory nerve (short term) cervical and lumbar which is secondary due to my gait for those 3 years. I have had 3 ablations on my cervical and lumbar spine to be able to make it through a day. Plus, I had to take nerve pills and opioid medication for extreme days. (B)(6) I called cochlear to see if they had the report and was advised that they had not received it. I called (B)(6) and they advised it was sent to cochlear. I continued to focus on my head health and when I started feeling better, I started sending emails, binders and all of a sudden, the report/analysis showed up (B)(6) 2025. Personally, I think the following: dr. (B)(6) knew something was wrong (but didn't want to admit it) cochlear americas did nothing until the statute of limitations was close to being over. Yes, I had until 2025 but my head was so messed up after the implant was removed, I couldn't focus on anything. I couldn't work for about 4 years. I did go back a couple of times but my head was wanting to blow up and I couldn't focus on anything until approximately mid 2025. That analysis timeline is questionable, makes you say, hum? Cochlear implant removal. Cochlear is blaming (B)(6) and vice versa.